Event description:
It was reported that the patient had two stimulators implanted, but had to have them removed because her body rejected them. Following explant the patient had two holes in her body that looked like she had been shot, and she needed them repaired. The patient stated that she started going blind and passing out all the time because the leads kept moving, even after they were tied down. The patient ended up having a hematoma and underwent surgery to remove the leads on the advice of a neurologist. Once the lead was removed, the patient stated that all of her symptoms disappeared, however she developed a (B)(6) infection post ins removal. The patient stated she was very sick in the hospital and in so much pain that she could hardly walk. A hematoma the size of a football was found on the side of her leg. The patient stated she had to be in a wheel chair and had been in recovery since the implant. Patient says the holes in the body looks like she's been shot. Additional information has been requested, but was not available as of the date of this report. Refer to MFR. Rep. # 3004209178-2012-04244.

Manufacturer narrative:
(B)(4). Lead model 3777-75 serial# (B)(4) implanted: 2010-(B)(6) explanted: unknown; lead model 3777-75 serial# (B)(4) implanted: 2010-(B)(6) explanted: unknown; programmer model 37743 serial# (B)(4).